Event description:
Bags only contain one perforation down the center. In a code, nurses opened the crash cart, pulled apart the perforation, but could not tear overwrap easily to get to the peripheral of the box. The security bags should be perforated in an h shape to allow easy access to drugs. Nurses tried tearing plastic, then used scissors to access drugs.